Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient called for assistance with accessing their omnipod account because they had forgotten their account credentials. The patient was guided with the recovery of their omnipod ID, assisted with password reset, successful login, and completed linking to gluco with data sharing enabled. The patient was in the hospital at the time of the call and reported that their pod had stopped delivering insulin which led to high blood glucose (bg) levels and being hospitalized since saturday, (B)(6) 2026. There were no further details provided related to the bg level, diagnosis or treatment. Additional attempts have been made to gather further details which have been unsuccessful. A follow-up call will be scheduled after the patient has been discharged from the hospital.